Event description:
The explanted device was discarded.

Event description:
It was reported that the experienced chest discomfort and an increase in seizure frequency. Per the physician, the reported pain was seen to be due to low battery. The seizure rate is reported to be above baseline frequency. The explanation procedure was noted to be performed due to patient comfort. No other relevant information has been received to date.

Event description:
Clinic notes received for patient and note that the patient has experienced symptoms of chest discomfort and an increase in seizure frequency when the vns battery has been low in the past. No additional information has been received to date.